Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 224 and 171 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. Truemetrix meter is a replacement meter; reference internal report # (B)(4). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/17/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).